Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio: 1.5, re-test: 3.4. Re-test was done a few minutes later using a new finger/finger stick. Pt gets heparin on a daily basis during analysis. Pt states that she tests right before dialysis, so there isn't heparin in her sys. Finished augmentin antibiotics 1 week ago.

Manufacturer narrative:
Investigation pending.